Event description:
It was reported that there was no therapeutic effect. When the patient was programmed for the first time it had worked for about 10 minutes but had not worked at all after that. The patient had already fallen. The stimulation was on. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3 708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0nz8v, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0mwrz, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0nz8v, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information was received from a patient implanted with the neurostimulator for parkinson's dual and movement disorders. It was reported that the dbs settings are not working and the patient did not have a therapeutic effect since implantation. It was also reported that in (B)(6) 2015, an MRI revealed that the lead placement was not ultimate / correct. The patient also noticed the lead moving up his neck. Troubleshooting by the health care provider (hcp) revealed that electricity is going up the wires but the hcp suspects there might be something else wrong with the lead; an x-ray was ordered to diagnose the trouble with the lead. Additional information has been requested regarding the confirmation of the device identifiers, relationship between the device and patient symptoms, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had deep brain stimulator surgery in november prior to the date of this report and it had been a terrible journey. The patient's wife inquired about a programmer being nearby when they travel.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6), 2014, product type: extension. Product ID: 3387s-40, lot# va0nz8v, implanted: (B)(6), 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of efficacy which was unrelated to stimulation therapy. It was unclear how it was unrelated to the stimulation therapy and follow-up was still being conducted.